Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a no delivery alarm during a bolus delivery. Customer's blood glucose was 478 mg/dl. Customer was assisted in performing a 5.0 fixed prime and insulin did exit. Customer was not able to check for bent cannula due to not being able to remove infusion set at the time. Customer did not have any more infusion sets or back up plan. Customer was advised to change infusion set as soon as possible.